Event description:
In 9-00, the pt had symptoms of diffuse abdominal pain, fever, chills, night sweats & vomiting. Pt was admitted 09-00. Physical exam revealed: diffusely tender liver, ascites & hepatosplenomegaly. CT-abdomen showed bloodly ascites and a possible area of liver necrosis. Pt was placed on zosyn for presumed peritonitis. Two days later, the antibiotics were switched to aftriaxone & vancomycin. The pt received IV morphine for the abdominal pain. The pt's pain decreased significantly with this medication. Then pt's pain improved and pt was discharged 6 days later on percocet prn and oxycodone for pain control.